Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500 model: sc-8416-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained. No further information could be obtained despite good faith efforts.